Manufacturer narrative:
The reporter indicated the patient had lasik surgery on (B)(6) 2018 for correction and the patient is happy with the results. (B)(4).

Manufacturer narrative:
Pt info: unk. Explant date: na. This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.5/+1.5/x166 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2018. The reporter indicated the patient experienced a refractive surprise and blurred vision. The lens remains implanted. The reporter indicated the cause of the event was due to user error (i.t. Error at the surgeon's office. The patients refraction data was input incorrectly as plus cylinder instead of a minus cylinder). The patient had residual astigmatism post-operative and a refractive treatment (lasik) is planned to correct procedure.